Event description:
It was initially reported that during a procedure, the inner part of the fiber rotated inside the sheath. The procedure was completed with another fiber and no patient complications. Analysis of the returned fiber identified a fiber body break at the open end of the metal cap.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis under microscopic identified a break in the fiber body at the open end of the metal cap. The metal cap exhibited moderate charred debris adhesion on its surface, indicative of tissue contact. The glass cap exhibited moderate devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that most of the output escapes from the fracture location. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The reported event was confirmed as analysis identified a break in the fiber body at the open end of the metal cap. It is probable that excessive manipulation/rough technique applied to the fiber during set up lead to the observed fiber body break. According to the instructions for use, the fiber should not be excessively manipulated or bend as it may result in damage to the fiber. Although analysis identified the glass cap exhibited moderate devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Based on the analysis results, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.